Event description:
It was reported that shaft break occurred. The target lesion was located in the mid left anterior descending artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the shaft broke during the procedure. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mid left anterior descending artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the shaft broke during the procedure. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient was stable.